Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub-total colectomy, while transecting the colon, the device fired but no staples came out so it did not staple, so the doctor had to hand sew to complete the case. There was no patient injury.